Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported link separation and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic aneurysm (taa) procedure. Reportedly, a link break occurred while removing the plunger with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22fr and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.